Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was ¿having a lot of pain always, but this helps with some of the ligament and other damage around [the patient¿s] back, but this helps with the nerve component of it.¿ the pain was noted to have been present prior to having had the spinal cord stimulation (scs) system implanted and the scs was said to have ¿helped a lot.¿ if the patient could fully charge the implantable neurostimulator (ins), it would take ¿only 2.5 days to completely drain the battery.¿ the ins battery was said to charge faster when the stimulation was turned off, and if the patient charge the ins while the stimulation was on, it would ¿take hours and hours,¿ but the patient had the ins ¿on at a very high setting.¿ while wearing the recharging belt, if the patient pushed the on or off button accidentally, the patient would feel ¿really high, freakish pulses, like [the patient] was tazing [himself], almost like it¿s shorting, until [the patient] could get it turned off,¿ which had occurred ¿8 or 9 times in the last couple of months.¿ the patient was afraid that a wire was ¿loose or something.¿ the patient was unable to sleep with the recharger on because it would ¿push the ins up inside [the patient].¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.